Manufacturer narrative:
Section d4 was corrected with UDI information. Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was tested and it had a leak in it. The procedure was completed using manual compression. There was no reported patient injury. The user was mynx certified. There was no damage to the packaging. The device was removed from the package as per the instructions for use (IFU). A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received separately, and the procedural sheath was not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, the sealant was found fully covered by the sealant sleeves, and no damages were observed to the sealant sleeves assembly. Per functional analysis, the inflation/deflation test was conducted as per the mynx control IFU. The findings indicated a leak in the balloon of the returned device. Per microscopic analysis, a longitudinal tear was discovered in the balloon of the returned device upon visual inspection at high magnification. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, as this issue was found during preparation of the device, handling factors during prep are likely. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was tested and it had a leak in it. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. There was no damage to the packaging. The device was removed from the package as per the instructions for use (IFU). The device will be returned for evaluation.